Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (312 mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy. The customer stated that the pump had been taken through x-rays and magnetic resonance imaging (MRI) within the last thirty days.